Manufacturer narrative:
The device was returned. The reported problem was duplicated; the display was not turning on. The faulty printed circuit board was replaced. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The provided serial number is not on facility records so it is possible the wrong serial number was provided. (Updated event).

Event description:
It was reported that the display was not turning on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient. Additional info received via email 2-sep-2022. The serial number given could not be validated.